Event description:
A dual chamber implantable pulse generator system was returned to the manufacturer from the medical examiner's office reporting that the patient had died, and the device system was being returned to the manufacturer for disposal. Further review of the manufacturer's database indicated the patient died approximately four and one half months post the implant of the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. Evaluation summary: (B)(4): the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4): the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4): the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received.